Manufacturer narrative:
Analysis of production records completed. No device problem found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device preparation while still in the box, the implantable cardioverter defibrillator would not pair with transmitter after multiple attempts. The device was replaced.